Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient an ht70 plus ventilator made a popping noise and generated an apnea alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.